Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, the jejunal tube had an occlusion. The nurse called on the morning of (B)(6) 2015 that there was a high pressure alarm with the duodopa pump during the patient's morning dosage. The nurse decided to use the back-up pump however, this one also sounded the high pressure alarm. The patient's wife and the evening nurse believed that the morning dose was incorrectly programmed in the pump. The pump was checked by a third party contractor and it was confirmed that the second pump was incorrectly programmed. The nurse explained to the third party contractor there was difficulty rinsing the tube as well. On (B)(6) 2015 there were no problems with the pump or rinsing of the tube. The nurse believes the problems came from the tube. This jejunal tube remains in use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube blocked/occluded. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.